Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The stapler stopped during firing. The staple line was incomplete at the distal end. In order to resolve the issue and complete the case, replaced with a new device. There was no patient harm. The patient outcome is alive, no injury.